Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with an inability to alarm or give an error code. This event occurred during infusion while connected to a patient in the ICU (intensive care unit). This event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a "blank screen" was confirmed. The root cause was attributed to a blown fuse that was due to a faulty user interface module printed circuit board (uimpcb) capacitor. The uim pcb capacitor and fuse were replaced to correct the reported condition. Additional information: this involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further review of this report, the original customer reported condition of "inability to alarm or give an error code" was determined to be incorrect. The correct reported condition is "blank screen". Upon receiving additional information, it was discovered that there was a patient involved in regards to the reported condition. The event was reported to have occurred in the intensive care unit with a patient connected. There was no report of patient injury, medical intervention or adverse event in association with the reported condition. Should additional information be received, a follow-up medwatch will be submitted.